Event description:
It was reported that there was a hole in the balloon. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, a hole was noted in the balloon upon first inflation at about 2-3 atm for 10-15 seconds. Subsequently, contrast medium was observed leaking upon inflation and the balloon was then removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient is fine post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood in balloon indicative of a leak. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 5 mm distal to the proximal marker band. An examination of the balloon material and markerbands identified no other issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no issues with the hypotube. No other issues were identified during the product analysis.

Event description:
It was reported that there was a hole in the balloon. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, a hole was noted in the balloon upon first inflation at about 2-3 atm for 10-15 seconds. Subsequently, contrast medium was observed leaking upon inflation and the balloon was then removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient is fine post procedure.